Event description:
It was reported via tech service call that the implantable pulse generator (ipg) registered an occurence of intermittent ventricular undersensing via carelink (cl) transmission. Caller was instructed to bring patient in to the clinic to have sensitivity settings adjusted and sensing assurance turned off. The lead is still in use. No patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.